Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack around the pump housing, rejected new batteries, and received an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1780kl, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Unomedical was requested and customer response was the device will be returned. No product return is required for mmt-1780kl. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus for history files and trace files. During download history review, no delivery alarms were confirmed on 03/16/2025 23:45:54.000 during bolus, 03/16/2025 23:46:26.000 during bolus, 03/16/2025 23:55:52.000 during rewind, 03/16/2025 23:59:08.000 during priming and 03/17/2025 00:01:35.000 during basal. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the motor and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, broken reservoir tube lip, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and serial number label missing. No delivery/occlusion alarm, unexpected insulin flow blocked alarm and failed battery test were not confirmed. Cosmetic damage confirmed at the reservoir tube and battery tube case. Exposed to moisture confirmed at the battery tube and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.